Event description:
The following report was received at aga medical in a letter from the patient: in 2006, the patient underwent successful closure of an atrial septal defect (asd) with a 13mm amplatzer septal occluder without incident. In 2007, the patient experienced a single phase of tachycardia after a fitness training session but attributed this event to her recovery from gastroenteritis. The following five months were uneventful. However, in 2008, the patient suffered several episodes of arrhythmia, both tachycardia and bradycardia, with feelings of faintness. A 24 hour holter test revealed the arrhythmia to be atrial flutter. Her physician suspected a re-entry phenomenon had probably developed in the tissue around the occluder because no other possible cause had been found (biology, ECG and echocardiography were normal except for a small residual shunt). Additional information has been requested, including the implanting physicians name and contact information. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned to aga medical because it is still currently implanted in the patient. According to aga's medical consultant, atrial flutter/fibrillation can occur in patients with an atrial septal defect (asd) whether the asd is closed or not. Atrial flutter/fibrillation may improve after asd closure; however, not in all cases. As the literature suggests, atrial flutter has been described in patients after device closure; however, there has been no substantial evidence that the arrhythmia is linked to the amplatzer® occluder.